Event description:
It was reported that the patient was experiencing inadequate stimulation and weakness on the legs. It was also stated that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned .